Event description:
It was reported that the four way valve is sticking.

Manufacturer narrative:
During testing and repair at the service center the device alarmed for low o2 and illuminated the yellow light. This was due to the four way valve sticking.